Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. A firmware upgrade was attempted for the pacemaker. During the upgrade the device went backup mode. The device was successfully restored. The patient remained asymptomatic to the backup mode.